Event description:
It was reported that a malfunction occurred on the pump, specifically displaying a malfunction code of malf 5. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged to send a replacement pump to the customer and provided instructions on storage mode and returning the faulty pump. The customer will use multiple daily injections as backup therapy until the replacement arrives, which will come with updated software.